Event description:
It was reported the catheter does not pass through the introducer. It is smaller than the catheter size. The product is not used and a new one is obtained for use. No patient involvement was reported.

Manufacturer narrative:
(B)(4), the customer returned one opened PICC kit containing various components including a 2-lumen catheter and peel-away sheath assembly for evaluation. Visual examination of the returned catheter and sheath did not reveal any defects or anomalies. After failing dimensional and functional inspection, the distal end of the catheter body was noted to be misshapen. The total length of the sheath body measured 4.0625" which is within specifications of 3.9375-4.0625" per sheath product drawing. The inner diameter of the sheath measured 0.072" which is within specifications of 0.069-0.079" per sheath product drawing. The total length of the catheter body measured 52.3 cm which is within specifications of 50-55.08 cm per catheter product drawing. The outer diameter of the catheter measured 0.06825" near the juncture hub which is within specifications of 0.064-0.069" per extrusion drawing. The outer diameter of the catheter measured 0.07605" at the distal end which is not within specifications of 0.064-0.069" per extrusion drawing. The distal end of the catheter body was noted to be misshaped. The returned catheter was functionally tested per the instructions for use (IFU). The IFU states, "advance peel-away sheath over dilator into vessel, again grasping near skin and using slight twisting motion. Holding sheath in place, remove guide-wire and dilator as a unit... Advance catheter through peel away sheath." The catheter was advanced through the sheath but met resistance and was not able to pass through. The returned dilator was able to be removed and advanced through the sheath with no resistance. A device history record review was performed, and two relevant findings were identified. For material mc-05052-002e, a relevant finding was discovered. A non-conformance was initiated for lot 13c21b0020 to address the issue of dimensions b and g being out of specification below the minimum acceptable. For material eb-05052-008, a non-conformance was initiated for eb-05052-008, 34c21a0118 in regards to an inner diameter measuring out of specification. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of catheter/sheath resistance was confirmed by complaint investigation of the returned sample. The catheter failed dimensional and functional testing and was noted to have a misshaped body near the distal end. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter does not pass through the introducer. It is smaller than the catheter size. The product is not used and a new one is obtained for use. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and two relevant findings were identified; however, without the device to evaluate, it could not be determined if the failure mode was related to either of these relevant findings. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.1.-brand name corrected to arrow PICC set: 2-lumen 5 fr x 19-1/2" (50 cm) section d.4.-product code corrected to pr-(B)(4).

Event description:
It was reported the catheter does not pass through the introducer. It is smaller than the catheter size. The product is not used and a new one is obtained for use. No patient involvement was reported.

Manufacturer narrative:
(B)(4).